Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report a delivery issue and noted that due to not receiving his replacement product, he experienced a medical event. The customer initially reported on (B)(6) 2021, that he received a ¿sensor ended¿ message on the adc freestyle libre 2 sensor after a day of wear. A replacement sensor was ordered however, the customer called back on (B)(6) 2021 to report that due to a delivery issue involving the replacement product, he was unable to check his glucose level and experienced a loss of consciousness and seizure. The customer¿s wife called the paramedics who administered i.v fluids and transported the customer to the hospital where he was diagnosed with hypoglycemia and treated with dextrose. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh0039g4u4 has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report a delivery issue and noted that due to not receiving his replacement product, he experienced a medical event. The customer initially reported on (B)(6) 2021, that he received a ¿sensor ended¿ message on the adc freestyle libre 2 sensor after a day of wear. A replacement sensor was ordered however, the customer called back on (B)(6) 2021 to report that due to a delivery issue involving the replacement product, he was unable to check his glucose level and experienced a loss of consciousness and seizure. The customer¿s wife called the paramedics who administered i.v fluids and transported the customer to the hospital where he was diagnosed with hypoglycemia and treated with dextrose. No additional treatment was reported. There was no report of death or permanent injury associated with this event.